Manufacturer narrative:
Three samples were not returned. There are three cases with a method codes of device not returned (4114) and analysis of production records (3331), a results code of no findings available (3221) and conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There were 3 patients with unknown gender.